Manufacturer narrative:
This complaint is related to (B)(4)/ medwatch #1828100-2019-00610.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "battery should be repaired, there may not be full backup," message. The message disappeared after about five minutes. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, after working with a technical support specialist on the proper charging techniques and after implementing the unit charged and the error message cleared.

Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.